Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: orange particles, yellow biological tissue, flat creases, wear abrasion, a sharp opening in the same location of crease and a weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: a sharp crease opening assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of late seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was pain, size increase, and presence of fluid as per ultrasound. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "pain in left mammary, size increase and presence of fluid as per ultrasound." Device remains implanted.